Event description:
It was reported the patient lost about 50 pounds resulting in the ipg sticking out of the pocket. As result, the patient¿s ipg pocket was revised resolving the issue.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.